Event description:
Meter was reading inaccurately high. The patient stated that they performed a comparison of their two different meters. The suspect meter's result was 311 mg/dl and the other meter's result was 223 mg/dl. This is an invalid comparison. The patient was not experiencing any symptoms at the time of testing. The test strips were in good condition, the codes matched, and the technique for applying blood to the test strip was done correctly, however, the technique for cleaning the puncture site was not done correctly. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. Test strips and control solution are being sent to the patient.